Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 383059 a proximal portion was received measuring 7.7 cm. A distal portion was received measuring 41.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that device reached elective replacement indicator (eri) early. It was also reported that the right atrial (ra) lead had high thresholds, a rise in impedance with loss of capture due to a possible lead fracture. The device was explanted and replaced. The ra lead was explanted and during the replacement with a new ra lead there was suspicion of a perforation. The ra lead was removed and replaced with a new lead for safety. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.